Event description:
A health care professional from a fire department stated they ran a blood glucose test on a patient with the department's contour meter and the reading was 161mg/dl. The patient was not feeling well so they took him to the hospital. A blood glucose test was run on the hospital meter and the reading was 30mg/dl. Further information about the event was not provided. The difference between the readings falls in the "e" zone of the consensus error grid, making the difference clinically significant. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
(B)(4).